Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an unspecified injury in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. Follow up info was received via medical records on (B)(4) 2009. On (B)(6) 2005, the (B)(6) pt experienced a high zinc level. At the time of this report, the outcome of the events was unk. Follow up info was received on (B)(6) 2010 via medical records. The case was upgraded to medically serious. On (B)(6) 2002, the (B)(6) pt was evaluated by neurologist for worsening paresthesias and burning in his feet, which has ascended closer to his knees. Recently he began a tendency to drag his feet or trip, along with having more difficulty sensing his legs when standing. He has developed numbness in his fingers and decreased fine motor control. He was also noted to have a myelodysplastic syndrome. A nerve conduction study done in (B)(6) 2002 showed an absent sural nerve response with borderline motor nerve conductions. Peripheral neuropathy was diagnosed. Electromyograph (emg) showed evidence of distal motor and sensory polyneuropathy. He had considerable distal denervation on needle examination. MRI of head showed areas of increased signal on the white matter consistent with multiple sclerosis, but not specific. Degenerative changes were seen in the spine. The pt's condition worsened in 2003 to the point he needed a walker for ambulation assistance. On (B)(6) 2004 the pt was seen after having an eval at specialty medical center. His serum copper level was found to be undetectable. This copper deficiency syndrome can cause a myelodysplastic syndrome associated with peripheral neuropathy. Copper supplementation therapy was started. On (B)(6) 2004 he was seen for follow up of his copper deficiency myeloneuropathy and associated symptoms. His blood counts improved to almost normal, but still had mild leukocytosis. The pt reported a stabilization of his symptoms after starting the treatment with copper supplements. His copper levels had improved to just below the normal level. On (B)(6) 2006 it was noted that the pt had aplastic anemia which was secondary to his copper deficiency myeloneuropathy. His copper levels range from 96-22 (normal is 70-140). He continues copper supplements of 8mg daily, and vitamin b12 injections. He continues to have chronic pain from the neuropathy. His anemia resolved in (B)(6) 2006. He continued to have numbness in his right hand, but this was believed to be part of a carpel tunnel syndrome. He had bilateral ulnar nerve carpel tunnel release surgery. He received occupational and physical therapy for improvement of his hand function. On (B)(6) 2009, the pt informed his physician that he enrolled in a lawsuit regarding the use of denture cream and secondary copper deficiency. He had been using approximately one tube of denture cream weekly for about 15 years and stopped it in (B)(6) 2009 after reading an article about these effects of denture cream. His zinc level was normal at 137. As of (B)(6) 2009, the pt's condition remains stable. He continued to use a walker, and his pain is managed with duragesic patches. He continued copper supplementation of 8 mg daily and vitamin b12.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).